Event description:
This is being filed for atypical clip movement which occurred in the left ventricle and has the potential to cause or contributed to patient injury if the clip becomes entangled in the chordae. It was reported that the patient, with degenerative mitral regurgitation grade 4+, underwent a mitraclip procedure. During device preparation of the first clip delivery system (cds 50310u218), during testing of the a/p knob, the cds handle was pulled back into the retracted position instead of being advanced. The cds was advanced to the left atrium. The clip was then opened. Due to the patient anatomy, it was decided to advance the clip into the left ventricle in the closed position; however the clip would not close. After troubleshooting maneuvers the clip was then able to be closed. The cds was advanced towards the regurgitant jets; however, the device was moving medially and anteriorly and a slight bow in the shaft was noted during unlocking of the lock lever. The undeployed cds was removed from the anatomy without difficulty. Three mitraclips were implanted and no other issues were noted. Mitral regurgitation was reduced from grade 4+ to trace. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: improper or incorrect procedure during testing of the a/p knob. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Potential causes for the use error, difficulty in closing the clip, bent dc shaft, and difficulty positioning the device were considered, including manufacturing, patient morphology / pathology, and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint-handling database identified no other incidents for the reported bent delivery catheter (dc) shaft, use error, difficulty closing the clip, and difficulty positioning the device from this lot. All available information was investigated and a definitive cause for the difficulty in closing the clip could not be determined. It is possible that tension on the device due to the prolapsed posterior leaflet restricted actuation of the clip while closing; however, this cannot be confirmed. With respect to the bend in the dc shaft, the reported event appears to be related to expected use of the device during the procedure. With respect to the difficulty in positioning the device, a definitive cause could not be determined. It is possible that troubleshooting of the clip during closing resulted in additional tension on the device, resulting in the shaft deflecting during advancement into the left ventricle; however, this cannot be confirmed. With respect to the use error during functional inspection of the device, the reported event is a result of user technique of inspection of the a/p functionality with the dc shaft retracted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Per the mitraclip system instructions for use (IFU) sleeve inspection: with the dc handle fully advanced and the shaft held taut, rotate the a/p knob approximately 3/4 turn in the a direction from neutral to confirm that the distal tip deflects. Additionally, per the IFU sleeve inspection: with the dc handle fully advanced and the shaft held taut, rotate the a/p knob approximately 3/4 turn in the p direction from neutral to confirm that the distal tip deflects. In this case, the dc handle was retracted during functional inspection of the a/p knob. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.